Event description:
The customer's husband reported via phone call that the customer had passed away on (B)(6) 2019. The cause of the death was diabetes and heart problems. The insulin pump was not worn at the time of passing. The insulin pump will be returned for analysis.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recallh9: z-0955-2020. (B)(4). S/w 2.8c. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Unit uploaded properly using carelink. Unit had scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. No detached retainer noted. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: from 03/24/2019 to 03/30/2019 dailytotalofallinsulindelivered = 0.